Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported both the monitors on the system were shutting down. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.